Event description:
An alarm sounded from the pump and the iab leaked. Blood was noted in the tubing. The following was rpt'd to datascope on 10/20/97: while the nurse was at the pt's bedside the iabp alarmed "check catheter" at which that point the nurse noticed blood in the tubing. Iabp was stopped and 30 minutes later the attending cardiologist removed the catheter without incident. Event complications: unk - rpt'd 9/22/97; none - rpt'd 10/20/97. Pt current status: to skilled care for rehab.

Manufacturer narrative:
Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.